Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that he exposed the pump to water while swimming and then noticed moisture behind the display screen. He said that he removed the battery and cartridge to inspect the compartments for moisture and he reported that both compartments were dry. The pt said that he placed the battery back into the pump and the pump would not respond to button presses to move past the verify screen. He reported that he rebooted several times and eventually the screen display was blank; sound and vibration remained functional. The pt denied any blood glucose excursions related to this event. The complaint is being reported for keypad unresponsiveness without report of visible damage to the keypad.